Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient had a mentor cpx 4 breast tissue expander with suture tabs 650cc device implanted during a mastectomy procedure. The patient later developed an infection in her right breast. As a result, the patient underwent explantation on (B)(6) 2018.